Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was finished when screen back to functional as issue was intermittent. It was reported to philips that system had black screen intermittently during procedure. The quote for evaluation was sent to customer however customer did not approve the quotation. On a later date customer reported the same issue and cancelled the same as the system was back in working condition. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had a black screen. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.